Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed that humidity invaded the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected/prevented by following the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process the forceps elevator and distal end had foreign material due to insufficient cleaning. Additional findings were as follows: air/water cylinder had no color; suction cylinder had no color; scope cover plate was unclear; due to damage on knob wire, fixing force of guide wire did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; connecting tube had a wrinkle; distal end was shaved; adhesive around light guide lens had a crack; and water tightness of forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps elevator and distal end had foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.